Event description:
Customer stated that the insulin pump alarmed no delivery. The no delivery alarm occurs after sleeping and bath. The blood glucose level will rise to over 500 mg/dl. The current blood glucose reading is 73 mg/dl. Customer mentioned that she was hospitalized for a stent. Customer experienced high blood glucose during the hospital stay. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.